Event description:
The patient presented to the physician with wound dehiscence at the neck incision site. The physician performed wound packing and prescribed a course of antibiotics to manage potential infection and promote healing.